Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of high results for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module that did not correspond to their clinical picture. The initial troponin t hs result from the e801 module was 431 ng/l. This result was reported outside of the laboratory where the doctor questioned the result as the patient "was fine." On (B)(6) 2017 a second sample was obtained and the troponin t hs result from the e801 module was 426 ng/l. The original sample from (B)(6) 2017 was tested for troponin I hs by the abbott method and troponin I by the siemens method and the results were < 1.9 ng/l and < 0.015 ug/l respectively. The customer is wondering if there is an interference affecting the troponin t hs results from the e801 module. There was no allegation that an adverse event occurred. The e801 module serial number was not provided.

Manufacturer narrative:
Additional information was provided: the patient came to the emergency room where a cardiac screening was performed. All results were normal except the troponin t hs results which were elevated with no clinical explanation. The patient has had high troponin t hs results since (B)(6) 2017 with no clinical explanation. Those specific results were not provided. The patient has not been diagnosed with any cardiac issues. The sample from the patient was submitted for investigation and tested on an e801 module. The customer's high troponin t hs results were reproduced. A reagent issue was not identified. The reagent performs within specification. Investigations are ongoing.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was found to have caused the high troponin t hs results. This interference is caused by a high molecular weight compound such as igm and is documented in product labeling.